Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Further testing after cutting open the device revealed abnormal current drain from the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pacemaker that exhibited premature battery depletion. No resolution was reported, and the patient was stable.

Event description:
New information received on 05 dec 2019, indicates that the device was explanted and replaced on (B)(6) 2019. The patient was stable.